Event description:
It was reported that while impacting final femoral implant, the plastic pad broke.

Manufacturer narrative:
Evaluation summary: as returned a portion of the impactor has fractured off. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The impactor pad had a potential field age of approx 9 months at the time of review; however, there is no way of knowing how many times the instrument has been used, or whether it was used in a manner consistent with its design intent. In general, wear of this nature is from normal wear and tear. Evaluation: no manufacturing abnormalities could be detected.